Event description:
A patient reported that they had a st. Jude stimulator removed due to infection in 2012. The patient reported a stimulator was implanted into the front of their body and that the front of their body is showing signs of infection. The patient indicated that they experienced redness, a burning sensation inside and slight swelling. The patient was directed to contact st. Jude directly. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).